Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the air module was damaged. The air module controls the v40 to allow condensate to release from the sterilizer that collects during a cycle and controls the v46 which is part of the cooling water process to collapse the steam. As the air module was damaged, this resulted in excess condensate to form in the sterilizer which subsequently caused the unit to release excess steam and the reported event to occur. The evolution sterilizer is not under steris maintenance agreement. The user facility is responsible for all maintenance activities. The technician made the necessary repairs, tested the unit, confirmed to be operating according to specifications, and returned to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that the drain on their evolution sterilizer was emitting steam. No report of injury.